Event description:
During insertion, the catheter had wound back upon itself. No blood draw was achieved and product was removed from patient.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.